Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during s-ICD implant procedure there were sensing difficulties as well as noisy signals. During testing there was undersensing with a delay of therapy that was greater than 30 seconds. A different system was implanted instead. No adverse events were reported.